Manufacturer narrative:
The insulin pump was received with a button error alarm and had intermittent button response due to corroded keypad traces. The unit had minor scratches on the lcd window, cracked case at display window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that her insulin pump received a button error alarm. Her blood glucose value at the time of incident was 160 mg/dl. She was attempting to give herself a bolus of insulin when the pump alarmed with a button error. She was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instructions. The insulin pump was returned for analysis and a replacement device was shipped to the customer.